Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 466 mg/dl, 451 mg/dl, 415 mg/dl, 522 mg/dl. 484 mg/dl, and 421 mg/dl with the lifescan meter, performed within 10 minutes of each other. The customer service rep discovered that the test strips were damaged. No further troubleshooting was performeed. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter and test strips were replaced.